Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, which provided complete pump reset information and guided the caller through the process. After resetting the pump, the cgm error code did not appear again, and the caller successfully started their sensor session.